Event description:
It was reported that the user applied a new dexcom g7 sensor that initially did not pair with the ilet and subsequently experienced a high blood glucose event, with the ilet displaying a 400 alert; after troubleshooting and a brief interval, the sensor began reporting glucose values and the user reported being stable. Symptoms included fatigue and thirst consistent with hyperglycemia. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included customer support troubleshooting and education regarding sensor pairing and device use. Investigation of this case revealed that the specific cause of the hyperglycemia was unclear, with no confirmed device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.